Event description:
It was reported that while using a debrider in forward mode on high-speed bur at 12000 rpm during a frontal fess procedure, "the tips of three burs broke clean off into the patient after only a few minutes of use. There was no serious injury luckily, but I also noticed that a significant amount of metal residue was left in the mucosa of the patient, and I needed to pick shards out carefully."

Manufacturer narrative:
(B)(4) x2, lot # 72719700 and 70819800; (B)(4) x1, lot # 68430300. (B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. (B)(4). Conclusion - device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.

Manufacturer narrative:
The analysis results previously reported were inadvertently reported with the incorrect lot numbers and product numbers. The correct analysis results with correct product numbers and lot numbers are as follows: four samples were returned with three inner pouches referencing two bur types and three different lot numbers. Samples are numbered from top to bottom in image (B)(4). All samples were examined under 20x magnification. All samples showed indications of excessive force and misuse. Sample (B)(4) : label identified sample as item (B)(4) high speed rad° frontal finesse bur from lot # 72719700. The bur was returned complete. The tip was hyperextended from the outer tube and the outer spiral wrap was compromised, just shy of breaking off. ((B)(4)) the inner dovetail spiral wrap was unwound and broken apart. The flutes of the bur were examined under 20x magnification, and the flutes were observed to be caked with a dense bio-material like bone and appeared worn. ((B)(4)) the outer tube was flared outward. ((B)(4)). This indicates excessive side force was exerted onto the bur, driving it into the rim of the outer tube. Samples (B)(4) were returned in the same pouch with labeling identifying samples as item (B)(4) from lot 70819800. It is not kn own if both burs were from the same lot, as the pouching configuration is for a single unit. Sample (B)(4): sample was returned with the tip completely broken off at the first spiral wrap. The outer tube was worn on one side and was beginning to split. ((B)(4)) the tip was in very good condition and appeared still very sharp with some bio-debris, but no dense bone caked in the flutes. Wear striations are visible on the inside of the outer tube. Sample (B)(4): sample was returned in one piece, with the tip of the bur extended beyond its normal placement, and the spiral wrap was distended. The flutes of the bur appeared worn, and there was a small amount of dense material, like bone, in the flutes. Circular striations were apparent around the base of the tip, and the rim of the outer tube was flared slightly outward. (Striations shown in (B)(4)) sample (B)(4): labeling identified bur as item (B)(4) high speed tapered diamond bur 70°, 4mm from lot # 68430300. The bur tip was broken off and not returned. The inner hub was pulled free from the outer tube for examination. The spiral wrap was compromised from the area relative to the curved portion of the outer tube and broken completely at the missing tip. (B)(4) shows the breaking point of the spiral wrap. The inside of the rim of the outer tube exhibited wear marks from the spinning bur and appears flared outward. ((B)(4)) this is indicative of long run time with the bur in contact with the rim of the outer tube, and applied force against the side of the bur, driving the bur into the rim of the outer tube. The hubs on all burs were in good condition and appeared undamaged with no anomalies. The outer tubes used in items (B)(4) are the same, and described in drawing (B)(4), outer tube, finesse, (hoodless), rev e. Per this drawing, there is no outward flaring of the tube and this observation indicates excess sideways force. All samples showed indications of excessive force and misuse.

Manufacturer narrative:
Analysis results: sample (B)(6): labeling identified bur as item (B)(4) high speed tapered diamond bur 70°, 4mm from lot # 72719700. The bur tip was broken off and not returned. The inner hub was pulled free from the outer tube for examination. The spiral wrap was compromised from the area relative to the curved portion of the outer tube and broken completely at the missing tip. This indicates excessive side force was exerted onto the bur, driving it into the rim of the outer tube. Samples (B)(6) were returned in the same pouch with labeling identifying samples as item (B)(4) from lot 70819800, frontal finesse high speed. It is not known if both burs were from the same lot, as the pouching configuration is for a single unit. Sample (B)(6): sample was returned with the tip completely broken off at the first spiral wrap. The outer tube was worn on one side and was beginning to split. The tip was in very good condition and appeared still very sharp with some bio-debris, but no dense bone caked in the flutes. Wear striations are visible on the inside of the outer tube. Sample (B)(6): sample was returned in one piece, with the tip of the bur extended beyond its normal placement, and the spiral wrap was distended. The flutes of the bur appeared worn, and there was a small amount of dense material, like bone, in the flutes. Circular striations were apparent around the base of the tip, and the rim of the outer tube was flared slightly outward. This indicates excessive side force was exerted onto the bur, driving it into the rim of the outer tube. Label identified sample as item (B)(4) high speed rad° frontal finesse bur from lot # 68430300. The bur was returned complete. The tip was hyperextended from the outer tube and the outer spiral wrap was compromised, just shy of breaking off. The inner dovetail spiral wrap was unwound and broken apart. This indicates excessive side force was exerted onto the bur, driving it into the rim of the outer tube. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.